Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - were there patient consequences? If yes, please explain. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).

Event description:
It was reported that a patient underwent an aorta procedure on (B)(6) 2025 and barbed suture was used. During the procedure,when liaising regarding a separate matter that a strand of stratafix had snapped during a surgical procedure. The surgical care practitioner resorted to conventional methods of the closure as the closure couldn't be secured with the snapped strand of stratafix , so they instead secured the remainder of their closure using a regular monocryl. They did not advise on whether the strand of stratafix that had started to secure the wound was left in situ or removed. No adverse patient consequences were reported. Additional information was requested.